Manufacturer narrative:
Eval: results - visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint found. Conclusions- (no conclusions can be drawn) based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined.

Event description:
The reporter stated the technician opened the lens tray and noted the lens was torn. The lens was not used or loaded and there was no pt contact. The reporter stated the lens was received damaged. This is one of two lenses used for this pt - see MFR report # 2023826-2007-01363.